Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. It was stated that the insulin pump was exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement test. The self test could not be conducted. Nothing further was reported.